Event description:
Boston scientific received information that this patient's pacemaker had paced 42% of the time. However, the remaining longevity was noted to be 4.5 years and there was inquiry of premature depletion. Technical services discussed possible causes and suggested a memory save to disk for further engineer analysis. The clinician discussed scheduling a three month follow up and at that time a save to disk will be performed. This patient has only a non-boston scientific atrial lead implanted with outputs of 2v at 0.4ms and impedances of 490 ohms. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was later reported that this device had now declared 4 years remaining and a memory disk was sent for engineering review. It was concluded that no resets were present in the device and after reviewing the data that the device was operating normally and would meet the minimum expected longevity in approximately 4 years.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The pacemaker was explanted six and a half years later for reported normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.